Manufacturer narrative:
Results: the neuron max was fractured approximately 3.0 cm from the hub. Conclusions: evaluation of the returned neuron max revealed that the device was fractured. If the device is forcefully retracted out of its packaging at extreme angles, damage such as fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital technician found that the neuron max 6f 088 long sheath (neuron max) was broken near the hub upon removing from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.